Manufacturer narrative:
(B)(4).

Event description:
Reportedly, on (B)(6) 2019, signs of systemic infection and pocket hematoma were observed on the patient following discharge after implantation of the subject defibrillator. However, endocarditis and pocket infection were ruled out.